Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported a low battery alert. The patient stated that she changed the battery and received another low battery alert. The current blood glucose reading is 156 mg/dl. In troubleshooting, the customer stated that she does not perform excessive button pressing or daily infusion set rewinds. The customer was advised to insert a fresh battery into the device and to monitor the insulin pump. No further information was provided.